Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient dies of shock due to uremia caused by renal failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. A direct correlation between the device the reported event of renal failure could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no controller log files were submitted for review. A specific cause for these reported alarms could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 20¿ from the pump header. A distal portion of the pump cable was also returned and measured approximately 6". The modular cable was not returned. The sealed outflow graft was returned detached from the pump cover outlet port with the bend relief disengaged from the graft hardware. The cuff lock was returned disengaged and the apical cuff was returned detached from the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. Low flow values captured on 27mar2023 appeared to be associated with the patient's expiration followed by the removal of device support. The pump appeared to function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 patient handbook, rev. C, are currently available. The IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook also contain information regarding how to clean and care for the driveline. The patient handbook instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. A direct correlation between the device the reported events of infection and renal failure could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no controller log files were submitted for review. A specific cause for these reported alarms could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 20¿ from the pump header. A distal portion of the pump cable was also returned and measured approximately 6". The modular cable was not returned. The sealed outflow graft was returned detached from the pump cover outlet port with the bend relief disengaged from the graft hardware. The cuff lock was returned disengaged and the apical cuff was returned detached from the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. Low flow values captured on (B)(6) 2023 appeared to be associated with the patient's expiration followed by the removal of device support. The pump appeared to function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 patient handbook, rev. C, are currently available. The IFU lists infection and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU also lists infection as a potential late postimplant complication. Additionally, the IFU and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The IFU and patient handbook also contain information regarding how to clean and care for the driveline. The patient handbook instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it¿. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient experienced major bacterial infections of the mediastinum with positive blood cultures. They received surgical and drug therapy. The infection contributed to the death and was considered device related. The patient was also admitted for renal dysfunction on (B)(6) 2022. Maximum creatinine was 8.60 mg/dl. The renal dysfunction was device related. The patient underwent local negative pressure closure therapy and antibiotic therapy for mediastinitis, but the response was insufficient and the patient died. The patient passed away on (B)(6) 2023 due to shock due to uremia caused by renal failure and infection. The patient had low flow alarms.